Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0qpsb, implanted: (B)(6) 2014, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A patient indicated for fecal incontinence and gastrointestinal/pelvic floor reported they stopped feeling stimulation on (B)(6) 2015. In addition, they felt that the implantable neurostimulator (ins) was moving around inside them. When trying to synchronize with the ins, the ¿poor communication¿ screen was seen. The patient was able to synchronize with the ins after confirming the antenna was secure in the programmer, however it was noted they were unable to program stimulation. When attempting to increase stimulation, they saw the ¿turn ins on¿ icon screen. After walking the patient through turning the ins on, the patient changed from program 3 to program 2. Stimulation was then increased from 1.8v to 1.9v, which was initially comfortable, but then the patient noted that it hurt so they decreased back down to 1.8v. The patient did not feel stimulation at that level. No further information regarding the cause or actions taken to resolve the movement of the ins was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.